Manufacturer narrative:
(B)(4). Exact event date unknown, only (B)(6) 2017 was provided.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure the pouch broke and spilled its contents into the patient while attempting to remove the device. The contents were removed, but unknown how. There were no patient consequences reported.